Event description:
A lower than expected acetaminophen result was obtained from one control fluid using vitros acet slides when processed on a vitros 5,1 chemistry system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. No patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible falsely lowered vitros acet result occurred on a control fluid processed on the vitros 5,1 fs chemistry system. Subsequent test were as expected. There is no evidence indicating the vitros acet slides and vitros 5,1 fs chemistry system have malfunctioned or that pre-analytical sample processing is a contributor. The root cause of the event is unknown.